Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the cause of the flipped pump was not determined. As a result, the patient was not able to utilize the personal therapy manager (ptm) easily or readily as needed. It was noted the patient¿s surgery had not yet been scheduled or performed. The rep believed it would just be a pocket revision and anchoring of the current pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving bupivacaine (600mg/ml at 214.63mg/day), hydromorphone (32mg/ml at 11.447mg/day), and clonidine (252mcg/ml at 90mcg/day) via intrathecal infusion pump for non-malignant pain. It was reported that the patient had been experiencing telemetry issues with the personal therapy manager (ptm) and now today (B)(6) 2020) there were telemetry issues with the pump and physician programmer but they were finally able to obtain successful telemetry. It was stated that the patient¿s pump pocket was ¿a little deep¿ and they thought that it may be the issue. Additional information was received from a healthcare provider (hcp) via a rep) on 2020-sep-04 indicated serial numbers of the personal therapy manager (ptm) and clinician programmer were unknown, but the ptm was an older unit. It was noted ultrasound was used and then x-ray to try and refill and it turned out the pump was flipped. Actions/intervention taken to resolve the telemetry issue included manipulation of the pump to refill and surgical consult. Surgical intervention was planned; however a date was not provided.